Event description:
It was reported by a customer that on (B)(6) 2011, the fiber started firing to the side and all of a sudden the fiber started forward firing at the distal tip at 61,518 joules. No pt injury was reported.